Event description:
Post a drug eluting stent procedure, a thrombosis occurred. In 7/03, the pt was implanted with a 3.0x24mm taxus express2 drug eluting stent in the right coronary artery (rca). In 2/06, the pt presented with chest pain and an abnormal EKG. The pt was diagnosed with a st elevated myocardial infarction. The physician determined that a late stent thrombosis developed in the target vessel. The pt was brought back to the cath lab where the thrombosis was found in the non tortuous, non calcified rca. The physician "post-dilated the stent to appose stent to wall". Another stent was placed during the reintervention. Pt was reported stable. No further complications have been reported.